Event description:
Received notice of litigation. The pleading states the surgeons ¿were negligent ¿.in puncturing plaintiff¿s small bowel, in stapling two loops of her small bowel together, in creating a small bowel obstruction and in failing to diagnose said puncture and obstruction during the surgical procedure.¿ pleading further alleges ¿the aforementioned laparoscopic surgical stapler malfunctioned or misfired, causing one or more staples to close incompletely.¿ pleading states ¿by reason of foregoing, plaintiff sustained a small bowel obstruction caused by an incompletely closed staple that migrated to plaintiff¿s small bowel and injured her, caused her to suffer great pain and undergo further abdominal surgery¿. The manufacturer of the product at issue has not been confirmed.

Manufacturer narrative:
(B)(4): upon review of the information provided, it was concluded thatt the device used was not and ethicon device. Therefore, the event is not a reportable event for ethicon. The file is being voided.

Manufacturer narrative:
(B)(4). Device location is unknown.

Event description:
Received information from counsel that ees is being dismissed from this action. It has been determined that the stapler utilized in surgery was manufactured by covidien.